Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to bent cannula issue. Blood glucose at the time of event was displayed high. Patient took bolused via the pump, mdi. Patient was found positive for ketones. Patient was treated with IV and fluids of saline and insulin. Patient replaced infusion set and resumed insulin deliveries successfully. Patient was released from hospital on (B)(6) 2024. No further information available

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.